Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10185. UDI: ((B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that two of his gryphon proknot br shoulder anchors broke during a shoulder labral repair. For the first anchor, the surgeon was not happy with the angle that the anchor was positioned in the guide and upon removing it to adjust it the red card came out of the inserter and the suture unwrapped a little. He reported he felt uncomfortable trying to rewrap the suture so he opened another one for the surgeon. The 2nd anchor broke upon insertion. The surgeon removed this anchor, prepped a new bone tunnel for the next anchor. Six anchors in total were used for the procedure. The sales rep reported that the repair was a full 360 tear. The sales rep reported that the patient had very hard bone and that the surgeon angle was off axis. The surgeon completed the procedure leaving one bone tunnel empty. There were no patient consequences or delays reported. The sales rep reported that the surgeon was satisfied with the fixation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. It was reported that the patient had hard bone and insertion was off angle therefore the root cause may possibly attributed to user error. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)